Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colo-renal anastomosis, staples were poorly formed. Dehiscence greater than 10cm in circumference was observed. Another stapler was used to resolve the issue in order to complete the case.